Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall #2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4): a review of the black box history does not show any alarms or issues associated with this complaint. During testing the pump powered on normally and was primed successfully. Investigation revealed the force sensor was out of calibration. The pump was opened and no damage was found to the force sensor circuit.